Event description:
It was reported that the patient presented to the hospital due to syncope. Pulse generator interrogation showed spikes with no capture and no backup pulse. Autocapture, which had been activated since 2008, was deactivated.

Manufacturer narrative:
Na